Event description:
It was reported that electrogram (egm) review was requested due to undersensing and capture concerns on this right atrial (ra) lead. Upon review, a small deflection followed 200ms later by a larger deflection marked as "as". This appeared to be atrial undersensing and far field signal oversensing. After the arrhythmia, multiple signals were observed but not sensed. Atrial paced beats were observed with inconsistent pr intervals, thus capture could not be confirmed. Additionally, p-waves averaged >2mv, however a 0.5mv measurement was noted. Technical services (ts) reviewed troubleshooting options, including further right atrial (ra) lead evaluation. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).